Event description:
The pt's wife reported the pt had a high blood glucose reading of 500 mg/dl when he awoke this morning. She stated the pt was feeling "very poor" so he bolused 9 units of insulin and laid down for a couple of hours. She stated at lunch the pt had a blood glucose reading of 270 mg/dl, ate 45 carbohydrates, and took a 7 unit bolus of insulin. He then went outside to get some activity. She stated his blood glucose levels continued to decrease during the day and at the time of the call his blood glucose reading was 199 mg/dl and the pt was feeling much better. The pt's wife reported that the pt had his basal rates changed at his doctor's appointment last week. She stated the pt was a "brittle diabetic" who often has highs and lows and that he has "other medical issues." Troubleshooting did not find any issues with the product. On follow-up, the pt's blood glucose levels were in the normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.